Manufacturer narrative:
H3, h4, h6: a device history record (DHR) review was conducted: manufacturing location: monument manufacturing date: 12-dec-2017 part number: 400.835e, ti low profile neuro screw self-drilling 5mm lot number: h519969 (non-sterile) lot quantity: 242 work order traveler met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: 21015, tialnbri4.00 lot number: h288739 lot quantity: 3,408 lbs. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. H3, h6: a product investigation was conducted. Visual inspection: cranial-scr plusdrive ø1.6 self-drill l5 was received at cq. Upon visual inspection at cq, it is observed that the screw head is severely deformed. Thus, the reported complaint is confirmed. Dimensional inspection: dimensional inspection cannot be performed due to post manufacturing damage. The received condition does agree with the complaint description. This complaint is confirmed. Document/ specification review: the relevant drawing(s) was reviewed; no design issues or discrepancies were found during this investigation. Investigation conclusion: visual inspection, and document specification review of the received device was performed at cq. A definitive root cause could not be determined, it is possible that the device may have encountered unintended forces. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during a craniotomy procedure for craniocerebral tumors, when the surgeon screwed the device, a cranial screw was deformed. Thus, another device was used to complete the surgery. There was no surgical delay. There were no adverse consequence to patient and was stable after the operation. This report is for one (1) ti low profile neuro screw self-drilling 5 mm. This is report 1 of 1 for (B)(4).